Event description:
Reporter alleged obtaining discrepant blood glucose values of 563 mg/dl and 286 mg/dl back to back with a result of 129 mg/dl when testing was performed within 10 minutes on the compact system. Reporter stated at a different time, another comparative test of 389 mg/dl was performed back to back with a result of 142 mg/dl within 10 minutes on the same system. Reporter initially stated he was using strips that expired in 2005. After questioning from the manufacturer's agent, reporter stated he wasn't sure, due to eyesight, if the expiration date was 2008 instead of 2005. Reporter indicated he was not experiencing any hyperglycemic symptoms during the time of testing. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.